Manufacturer narrative:
Device evaluated by manufacturer: the device returned to boston scientific consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually and microscopically examined for any damage. Visual examination showed multiple catheter shaft damage in the form of buckling. The device showed a burst infusion sheath 42.5cm from the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
Reportable based on analysis completed on (B)(6) 2021. It was initially reported that a jetstream catheter was 'defective'. There was a leak from the distal tip. The jetstream was replaced with a new device and the procedure was completed with a good patient outcome. However, returned device analysis revealed a burst infusion line.